Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to address the issue. Reportedly, the customer wears the pump against the skin. Insulin deliveries were successfully resumed after the system check. Customer's blood glucose level was 302 mg/dl.